Manufacturer narrative:
Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Additional information was received that the patient was implanted in 2011 and the device was disabled following the high impedance result. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. Reviewed of available programming history showed normal impedance results until (B)(6) 2012. Review of manufacturing records confirmed all tests passed for the device prior to distribution. No non-conformances were observed. It was reported that pin insertion surgery is expected, however, no known surgical interventions have occurred to date.

Manufacturer narrative:
.

Event description:
It was reported that high impedance result was obtained on the patient's vns system. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin seems to be not fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A strain-relief bend was used and strain-relief loop was found for the implant of the lead. Only one tie-down was used. A part of the lead was behind the generator. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed.